Manufacturer narrative:
Section b3: correction section h4: additional information. Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to a mpu, was confirmed in the submitted log file and customer communications. The customer submitted a heartmate ii system controller log file for review. Technical service reviewed the file and replied to the customer. There multiple loss of external power events while operating on the mpu. The mpu was the external power source prior to and after the events. Follow-up communications with the customer noted that the mpu ac power cord had disconnected from the ac outlet on the wall. No product was returned for evaluation. The log file contained approximately 20 days of patient event data (may 9 to (B)(6), 2019). The mpu was being used for extended periods (sleep). The patient was installing fully charged batteries when operating on battery power. However, the patient was often operating on a single external power source ¿ rather than the recommended pair of external power sources. The loss of external power event occurred six times in the log file (starting (B)(6), 2019). The events appeared to occur around the same times of the day. The backup battery in the controller powered the system during the events. Set up and use of the mobile power unit, alarms and the proper actions to be taken if alarms cannot be resolved, specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, the electrical outlet used (including location and accessibility), and use of batteries in pairs when using battery power are all documented in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the no external power was due to the patient's mpu was being disconnected from the wall while he was connected to it. The alarms that occurred resolved.

Manufacturer narrative:
Section b5: additional information. Section d4: additional information.

Manufacturer narrative:
Approximate age of device ¿ 7 months (the age is calculated from the date of implant to the event date.). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had no external power alarms. The log file showed multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.